Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight of the device was within specification, crease flat, deformation and brown particles on the shell. After the autoclave cycle, observed cloudy color in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, or corrected data: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported left side seroma. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is late onset seroma. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side seroma. The device has been explanted.